Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information received stated there was no vitrectomy, sutures and incision enlargement performed. Patient is doing excellent when discharged. Visual acuity pre-op (pre-initial implant): 20/50; visual acuity post-op (post-initial implant): 20/40; visual acuity post-op (post-replacement): 20/25; as a result the following fields have been updated: if explanted, give date: (B)(6) 2019. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. Phone unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that iol from patient left eye was explanted due to decreased visual acuity, myopic surprise. No further information provided.